Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: product ID d364drm lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the went to the clinic after hearing patient alert tone ever four hours. Upon interrogating the device, it was noted the alert was triggered due to low impedance on the atrial and right ventricular (rv) leads. This occurred in correlation with when the patient had ventricular tachycardia (vt) ablation procedure. The leads remain in use. No patient complications have been reported as a result of this event.